Manufacturer narrative:
No damages were observed that can be confirmed as the cause of the reported communication error. The cause of the reported communication error could not be determined. Corrosion was observed on the pcb. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak and subsequent 0x3d alarm, indicating step sensor asserted before wire driven. The observed cannula tear and subsequent 0x3d alarm cannot be confirmed to be in any way to be linked to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod less than an hour. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. No damages were observed that can be confirmed as the cause of the reported communication error. The cause of the reported communication error could not be determined. Corrosion was observed on the pcb. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak and subsequent 0x3d alarm, indicating step sensor asserted before wire driven. The observed cannula tear and subsequent 0x3d alarm cannot be confirmed to be in any way to be linked to the reported communication error.